Event description:
It was reported that the right ventricular lead had noise and oversensing, and the impedance was varying from a baseline of 500 ohm to 1000 ohms and 1200 ohms every few weeks for about a year. The lead integrity alert had triggered due to non-sustained tachycardia episodes and short interval counts (sic) and the patient presented to the emergency room (ER) due to the alert. The physician noted lead oversensing of atrial paced events, the lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d314drg, implantable cardioverter defibrillator (ICD), (B)(6) 2011. (B)(4).